Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high glucose scan readings from their adc freestyle libre sensor. The parkes error grid separator was used to calculate the reading zone using the accuracy calculator (accuracy 6664) with finger tip test values as reference and values of the libre sensor as comparison, obtaining a maximum difference of 117, 39%. The difference was then considered above the acceptable range. The readings fall within the c zone of the parkes error grid. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving high glucose scan readings from their adc freestyle libre sensor. The parkes error grid separator was used to calculate the reading zone using the accuracy calculator (accuracy 6664) with finger tip test values as reference and values of the libre sensor as comparison, obtaining a maximum difference of 117, 39%. The difference was then considered above the acceptable range. The readings fall within the c zone of the parkes error grid. There was no report of death or permanent injury associated with this event.